Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pul ling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix stretched, tissue on the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure poor thresholds were noted. It was also reported the physician attempted to reposition the lead and helix retraction difficulties were encountered. The lead was removed and the helix was noted to be 'stretched' out. The lead was replaced. No patient complications have been reported as a result of this event.